Manufacturer narrative:
This event has been thoroughly assessed and investigated by philips subject matter experts, including engineering and clinical application specialists. No malfunction was identified and based upon the data provided by the customer, this issue was determined to be a user training deficiency. No malfunction was identified and based upon the data provided by the customer, this issue was determined to be a user training deficiency.

Manufacturer narrative:
Evaluation of the system has been initiated and a follow up report will be submitted upon investigation completion.

Event description:
A customer reported an epiq 5g ultrasound system was producing poor needle biopsy site visualization. The procedure in progress was completed successfully using a different ultrasound system. There was no injury associated with this event.

Manufacturer narrative:
A recent software update to the trackwise e-MDR section has resulted in the addresses for the manufacturer's contact person to be sourced from a new data location. The address issue has been corrected. Correct contact information. (B)(4).